Manufacturer narrative:
MDR-3009897021-2021-00037 submitted on 19-feb-2021 noted the following: b2 outcomes attributed to adverse event: blank corrections b2 outcomes attributed to adverse event: other serious or important medical events h10 corrected data b2 outcomes attributed to adverse event: other serious or important medical events: a theraskin® graft re-application will be reportedly reapplied on (B)(6) 2021. Based on the correction provided, kci's assessment remains the same; it cannot be determined that the alleged graft failure is related to the v.a.c.® dressing.

Manufacturer narrative:
Based on the information provided, it cannot be determined that the alleged graft failure is related to the v.a.c.® dressing. The family member reported the patient has dementia and accidently removed the v.a.c.® dressing as well as the graft. This report is being filed due to possible use error. Device labeling, available in print and online, states: precautions:continuous versus intermittent/dpc v.a.c.® therapy: continuous, rather than intermittent/dpc, v.a.c.® therapy is recommended over unstable structures, such as unstable chest wall or non-intact fascia, in order to help minimize movement and stabilize the wound bed. Continuous therapy is also generally recommended for patients at increased risk of bleeding, highly exudating wounds, fresh flaps and grafts with acute enteric fistulae. Ensuring dressing integrity: it is recommended that a clinician or patient (in the home) visually check the dressing every two hours to ensure that the foam is firm and collapsed in the wound bed while therapy is active, if not: if you find that the seal is broken and the v.a.c.® drape has become loose, trim away any loose or moist edges, ensure the skin is dry and then apply new drape strips. If a leak source is identified, patch with additional drape to ensure seal integrity. Maintaining a seal: maintaining a seal around the dressing is key to successful v.a.c.® therapy. Recommendations to maintain the integrity of the seal: dry the periwound area thoroughly after cleansing. A protective skin barrier preparation may be used to prepare the skin for drape application. For delicate periwound tissue or in areas that are difficult to dress, apply protective skin preparation and frame the wound with transparent film or hydrocolloid dressing or other appropriate barrier.

Event description:
On 20-jan-2021, the following information was provided to kci by the family member: the patient had a theraskin® graft in place. On (B)(6) 2021, the patient accidently pulled off the v.a.c.® dressing but the family member was able to reattach the v.a.c.® dressing. On (B)(6) 2021, the theraskin® graft came off upon removal of the activ.a.c.¿ ion progress¿ remote therapy monitoring system. The family member reported the activ.a.c.¿ ion progress¿ remote therapy monitoring system was fine and the device would be reapplied on (B)(6) 2021. On 21-jan-2021, the following information was provided to kci: the patient has dementia and allegedly pulled off the v.a.c.® dressing as well as the theraskin® graft. The theraskin® graft will be reapplied on (B)(6) 2021. The patient continues to use the activ.a.c.¿ ion progress¿ remote therapy monitoring system. The v.a.c.® dressing lot number was not available; therefore, a device history record review could not be performed.